Manufacturer narrative:
The device was returned for analysis. The reported clear/plastic tube was not returned and therefore, cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was done using a prostyle device after an interventional cardiac ablation procedure with an 8f sheath. Reportedly during step 3, a clear/plastic tube approximately 2 inches in length came out with, but was not attached to the plunger. There were no further issues and the same prostyle device was used to achieve hemostasis. It was confirmed that there was no foreign material left in the anatomy. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.